Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: femoral component option size f right catalog#: 00599401692 lot#: unk; unknown nexgen a/p wedge tibial tray catalog#: unk lot#: unk. Foreign country: (B)(6). The device will not be returned for analysis, as its location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately three years post-implantation due to pain and instability. The tibial insert was removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.